Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).

Event description:
(B)(4). The dealer reported that the unspecified mechanical wheelchair universal rear anti tipper was broken during tightening of the nut and bolt, as the head of the bolt broke off. There was no patient injury reported.